Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). The cause for the failure was isolated to shorted u409 component on the c/a board. Additionally the insulated-gate bipolar transistors (igbts) q12, q16, and, q17 and the transistors q6, q7, q, q10 on the defibrillator pca were shorted. The u15 component was also thermally damaged. The root cause for the shorted and damaged components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.